Event description:
It was reported that patient presented for scheduled implant procedure. During procedure, bluetooth telemetry failure was noted on the implantable cardiac monitor (icm). The icm was not implanted and an alternate icm was implanted on (B)(6) 2025. There were no patient consequences.

Manufacturer narrative:
The reported event of no ble telemetry was not confirmed. The device was above elective replacement indicator (eri) upon receipt. Final analysis did not find any anomalies.